Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. Therefore, there is no healthcare provider information to report. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2017 with the following findings: a review of the pump black box data indicated frequent low battery warnings had occurred; battery voltage immediately following a battery change was low, indicating a partially discharged battery had been installed by the user. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. The pump electrical current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump.